Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The device was returned to olympus for inspection, and the power issue was confirmed. No image was displayed on the liquid crystal display (lcd) screen after operating a few minutes. It was identified that the power supply and the printed-circuit board were both found defective. In addition, during the device evaluation, a visual check showed impacts on the lcd filter screen, which is a non-reportable malfunction. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Updated fields: h6 and h10. Correction to g2: healthcare professional was incorrectly selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the probable cause of the lack of image was attributed to a defective power supply and printed circuit board. However, the specific cause of the defective power supply and printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor, power unit is defective. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.